Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the lens was explanted from the patient's eye in a secondary procedure because the patient was dissatisfied with their vision. It was stated that the patient had unexpected post operative refraction. There was no vitrectomy and no incision enlargement required. It was stated that a new lens was inserted of the same model with a different diopter model zmb00u0150. The patient is reported to be doing fine.

Manufacturer narrative:
The lens sample was returned to the manufacturer for evaluation. The lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was returned cut in half. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the returned condition of the lens no additional analysis was possible. The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order number. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within power specification. There were no associated nonconformity materials reports. Based on the manufacturing record review and historical review no non-conformances are found. The lens was manufactured according to specification. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.